Event description:
It was reported by the patient about 3 weeks subsequent to an implant of the pacing system, that the patient was "supposed to have 3 leads and they [could not] get the one lead [the right atrial lead] to get information on the computer." The patient reported the lead was "cut off." Additional information about the lead and its performance was requested of the clinic but no further information could be obtained. The right and left ventricular leads and the pacemaker remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.